Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked. The issue was identified during patient infusion of total parenteral nutrition (tpn) and fentanyl drops administered through an umbilical venous catheter (uvc). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.